Event description:
On (B)(6) 2010, patient reported the menu button is not responding properly and works intermittently. Patient stated she has to press the button several times or very hard for it to respond correctly. Patient reported this first occurred about 4-6 weeks ago and lasts about 3 days. Patient stated then the issue cleared up and has been working correctly until today. Patient reported when the issue occurred, she was pressing the menu button and the infusion device displayed the insulin cartridge volume instead of going to the standard bolus. Patient stated this only happens when she is programming a bolus. Patient reported the button pops back up. Verified during troubleshooting that infusion device was working correctly today. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.